Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. The proximal femoral nail had been decontaminated, therefore it is possible that the revision surgery has been performed and the nail has been explanted. This report is for one (1) unknown proximal femoral nail. (Other): without a valid part and lot number, the UDI is not available. Original implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). PMA#: unknown, as specific part and lot numbers for nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail had broken postoperatively. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (pfn ø10 130° l240 sst, part number 273.130, lot number 938053). The subject device was returned to the manufacturer with the complaint condition stating the subject device broke completely in half where the first distal locking bolt is located approximately seven (7) weeks after initial implant. Revision surgery was performed. The returned device was received broken apart at the static distal locking hole as complained. There are some scratches visible at the bore surface at the broken distal feature which could be an indication that the upper part of the nail rubbed against this surface after the breakage occurred. The proximal part of the bore is intact, which indicates that this locking hole was not occupied by a screw. The measurable dimensions of the returned device were measured as far as possible and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. In conclusion, the subject lot was manufactured with a lot size of 40 pieces in february 2016. Based on the provided information we are not able to determine the exact cause of this breakage. Although a root cause could not be definitely determined, it likely that an occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, led to a fatigue failure. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Device is not distributed in the united states. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient underwent implant procedure on (B)(6) 2016. Approximately seven (7) weeks postoperatively, the proximal femoral nail (pfn) broke completely in half where the first distal locking bolt was located. Patient underwent revision surgery on (B)(6) 2016. It was reported that the surgery was prolonged for an unknown length of time. Surgery was completed in four (4) hours.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 5938053. Manufacturing location: (B)(4). Date of manufacture: feb 29, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.